Event description:
Consumer called to report receiving discrepancies with their plink meter. Analysis run on clak error grid using competitive meter reading (177) as ref. Point vs. Bd readings (51, 103) yielded data points in the c range of the grid, outside acceptable limits.